Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported motor stopped events on patient history screen. The system controller log file confirms motor stopped events recorded. Customer replaced system controller to resolve issue. Patient was discharged.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.